Manufacturer narrative:
Investigation is ongoing. Device not returned

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the first valve was deployed low. A narrow stj pushed valve low. A second valve was deployed higher, at end of inflation balloon ruptured. Removal of the system through the sheath was difficult. A second esheath was opened and vascular cut down was ultimately necessary to removed sheath and delivery system.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Procedural video was reviewed, and the following was observed. The first deployed thv appeared to be implanted too low or too ventricular based on the base of cusps as shown during viv positioning. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no DHR and lot history review is required. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The complaints were confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. The patient screening manual instructs the operator on the proper aortic valve and root assessment, including the use of echo, aortogram, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. As reported, "during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the first valve was deployed low. A narrow stj pushed valve low." Per training manual, a narrow or calcified sinotubular junction (stj) can affect the thv deployment characteristics by causing the thv to move ventricular. As such, available information suggests that patient factors (narrow stj) may have contributed to the complaint event. Due to the thv malposition, wherein the valve was deployed too ventricular, the pvl skirt was unable to create contact with native annulus and/or properly seal against it, resulting in paravalvular leak (pvl). As such, available information suggests that procedural factors (thv malposition ) may have contributed to the complaint event since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.